Event description:
A pt reported that she sustained scars after an ultrapulse encore treatment.

Manufacturer narrative:
The physicians' office was contacted and multiple attempts were made to obtain additional info. However, physicians' office did not want to provide additional info. Should additional info be made available, a follow up MDR will be filed.